Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 642 mg/dl. Customer was hospitalized due to high blood glucose and difficulty breathing. Customer was still in the hospital during call. Customer inquired on clearing auto off feature. Customer was educated on settings of insulin pump for her situation. Customer was successful in zeroing out basal settings. Customer was wearing insulin pump at the time of hospitalization, but was removed while hospital per orders from healthcare professional. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.